Event description:
A customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which a backflow was observed. According to the report, the facility has experienced an unknown amount of backflow issues. The reporter indicated that the nurses experiencing the issues are experiences users, who have used the product for years. According to the report, the alleged defect occurred shortly after the secondary set was connected to the primary set. The reporter stated that the secondary set was infusing an unknown chemotherapy medication, when the nurse observed that the volume of the primary bag was increasing. The set was in use with a flogard infusion pump. The reporter was unsure if the nurses are inverting and tapping the check valve per label copy. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient.